Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was explanted and right ventricular (rv) lead was capped due to inappropriate shock. The patient's status was unknown.